Event description:
Customer reported a blank display on her insulin pump. She also stated the display was still blank when she was trying to bolus. Customer's blood glucose was 113 mg/dl. Troubleshooting did not find any physical damages to the insulin pump. The customer also reported having low blood glucose of 40 mg/dl and 64 mg/dl. Troubleshooting found the customer's priming technique was correct. The customer also could not recall any significant events leading to the issue. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.